Event description:
Reporter stated, the up button on the infusion device does not function correctly. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The buttons of the insulin pump were tested successfully and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.